Event description:
It was reported that the patient underwent a two week trial. During the second stage implant of the extensions and the implantable neurostimulator (ins), impedance measurements noted that 8 out of 16 electrodes were out of range. After checking the connections and cleaning and re-inserting the wires into the extension heads and the ins, a second impedance test highlight out of range impedances on the same 8 electrodes. The impedance test was reported after closing and indicated only four electrodes were out of range. The patient had an average therapeutic effect and revision surgery would be considered if things did not improve. The patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).